Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware of (B)(4) 2017, that on (B)(6) 2017, the patient experienced an error reading symbol on the continuous glucose monitor (cgm) and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated she was at work talking to her coworkers and indicated that her coworkers called 911 because the she was not responding to them. The patient was taken to the emergency room and at the time of contact, the patient did not provide event information. Data was provided for investigation. The problem of ??? Was confirmed. The root cause was determined to be sensor noise.